Manufacturer narrative:
The user facility stated the employee injured her knee, however no medical treatment was sought or administered. The employee returned to work. A steris service technician arrived on-site, inspected the unit, and identified the drain funnel had become dislodged, allowing water to escape onto the floor away from the drain. The technician realigned the drain funnel, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility reported an employee slipped on water that leaked from their amsco c sterilizer.